Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was 315 mg/dl and the patient was treated with correction via pump. The insertion site was leg. Patient experienced bent cannula due to infusion set was inserted into insufficient subcutaneous tissue. The infusion set was in use for one day.

Manufacturer narrative:
Name: medtronic minimed address: 18000 devonshire street city: northridge state: california zip: code 91325 based on the available information, this event is deemed to be a serious injury. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.